Manufacturer narrative:
There was not sufficient sample volume available to return for investigation. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Complaint searches determined that there is normal complaint activity for the likely cause lot. Labeling was reviewed and found to be adequate. A retained kit of reagent lot number 11218be00 had been tested for sensitivity. Results of this testing did not implicate that the sensitivity performance of the lot is negatively impacted. The reagent kit showed normal performance without false non-reactive results. In addition, the clinical sensitivity of the lot was evaluated by testing two commercially available seroconversion panels (zeptometrix hiv 9016 and hiv 9018). The seroconversion panel results were compared to architect hiv test results provided by zeptometrix. The lot detected the same bleeds as reactive for the seroconversion panels. Based on these data it was shown that the sensitivity performance of the complaint lot is not adversely affected. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false (B)(6) alinity I (B)(6) combo result on one patient. The following data was provided: sample ID (B)(6), on (B)(6) 2020, initial result was (B)(6) (<1.00 s/co is nonreactive), repeat on roche cobas electrochemiluminescence was (B)(6) (no units of measure provided), after centrifugation and repeated on another alinity I, serial number (B)(4), was (B)(6) (>/=1.00 is reactive). There was no impact to patient management reported.